Manufacturer narrative:
Evaluation revealed the long gamma3 nail kit and the corresponding lag screw to be the primary products. All other mentioned products are regarded to be concomitant items. A review of the device history records for primary as well as concomitant products revealed no discrepancies in material or manufacturing. Visual, dimensional and function inspection of the primary products long nails kit and corresponding lag screw could not be carried out due to the nature of the complaint ¿ items are still in situ. A review of the complaint database revealed no similar events reported for the affected products. According to available information the patient requested an additional surgery for explantation (metal removal). The surgery is considered for spring 2016 but an exact date is not scheduled yet. The patient is currently working at winter services and will inform the hospital once it becomes suitable for him. The responsible sales representative will contact stryker r&d once the surgery is scheduled in order to arrange for technical support. According to available information the exact root cause could not be determined. Bony ingrowth of metallic implants in a well-known problem in trauma surgery in general, particularly in younger patients having dense bone and good bone regeneration, despite specific surface treatments of the gamma-nail (type ii anodization of gamma nails made from titanium or electropolishing of gamma nails made from stainless steel). In the case that implant removal is required due to any reason, stryker offers specific (loaner) instruments for removal of stuck gamma lag screws. Further investigation can be conducted once the device had been removed successfully. A non-conformance of the devices was not confirmed so far.

Event description:
It is reported by the surgeon of the hospital, that during explantation of the femoral neck screw the screw drivers broke.